Event description:
It was reported that upon interrogation of the patient's pump, multiple resets had occurred and the pump was in safe state. The drug used in the pump is morphine 10 mg/ml at a dose of 6.187 mg/day. When the pump went to safe state the settings defaulted to a dose of 0.065 mg/day. The last normal pump interrogation had been in december at the patient's last refill. The device was explanted and replaced. No injury to the pt was reported. Additional info has been requested but was not available on the date of this report.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be submitted when device analysis is complete.